Event description:
It was reported while using bd discardit¿ ii syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: description of the event: when opening the sterile packaging, I observe blackish deposits inside or in the plastic of the syringe barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 25-april-2023. H6: investigation summary a device history record review was completed for provided material number 300296 and lot number 2204187. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, embedded contamination was confirmed in the syringe barrel.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit¿ ii syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: description of the event: when opening the sterile packaging, I observe blackish deposits inside or in the plastic of the syringe barrel.